Event description:
It was reported that the pain pump was an epic fail. It was a botched procedure. The pump was placed in the patient¿s butt check and they cut through all of the muscle and nerves. The patient suffered major complications. It was noted that the patient also had adhesive arachnoiditis, spinal cord nerve clumping. The patient¿s dura sac was not attached to the bone wall vertebra l5-t11. The pump was pressing on the patient¿s hip bone and the swelling and pain was insane. The pump had to be removed. It was reported that the catheter however, could never be removed because of the hole it would leave in the patient¿s dura sac which would allow spinal fluid to rapidly drain. The patient would not survive. During the patient¿s last refill (5 days before removal surgery with the neurosurgeon), the health care provider (hcp) refilled it and cut it off; throwing the patient into immediate withdrawals. It was reported that the patient ¿almost died¿ and that it was ¿tragic¿. The procedure caused the patient¿s reflex sympathetic dystrophy (rsd) to go full body and the patient ¿will never be the same¿. It was also noted that the pump was a recalled pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that 2 years ago (as of (B)(6) 2015), the plans were put into motion to remove the pain pump that was a botched procedure (previously reported). The patient reported that a pain physician stated that they were not a candidate for the pain pump, as it would progress their arachnoiditis and rsd. It was further reported by the patient that the implanting hcp had cut through the hip muscle, through the nerves, and placed the pump there; the pump should have never been placed where it was. It was stated that the patient's stomach was "messed up," they could not sit or lay on their left side at all, and could not endure a 40 minute road trip without swelling to the degree that "the pump ends up riding above the bone (where the dimples on their lower back are) and their left buttock swelling to the degree that they could not tell where it ended and their leg began. The patient, every morning, also had swollen ankles, feet, and hands; all while still in pain from the arachnoiditis, rsd, and complex regional pain syndrome (crps). The patient stated that their condition had progressed; no doubt. The patient was "feeling terrified, disappointed, confused, and "beyond the point of exhaustion."